Event description:
Early 90¿s female with history of hypertension, diabetes, severe aortic stenosis and fatigue. Procedure: transcatheter aortic valve replacement (tavr)- right femoral approach. During the procedure, the pacing wire would not lock into place. It was eventually locked in place with difficulty, then the pacing wire would not come out of the body. When it was pulled out, the tip broke off inside of the patient. The balloon tip of the pacemaker was snared out of the body. No known harm to the patient. Manufacturer response for catheter, flow directed, swan-ganz (per site reporter). Will obtain.